Manufacturer narrative:
Retainer ring = black. On 04/20/2021 the customer reported that he/she has to press keypad buttons twice, diminished battery life, random no delivery alarms, and that the motor sounds labored. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Plus no unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Also no unusual or labored motor sounds were noted during rewind or loading/priming. Finally no unexpected error messages or pump errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Although the adapt tool does list many battery related errors, all of them occur way after the event date. The adapt tool confirms multiple occurrences of the following delivery related alerts/alarms around the event date: 7=no delivery alert occurred on 04/22/2021 @ 17:45:00, 04/23/2021 @ 09:15:00, 14:16:54, & 14:19:40; 100=bolus not delivered alarm occurred on 04/24/2021 10:24:19, 04/24/2021 12:37:20, & 04/24/2021 12:38:30. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit passed the keypad voltage test. In summary, the customer¿s report that he/she has to press keypad buttons twice, diminished battery life, random no delivery alarms, and that the motor sounds labored all were not confirmed during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had to press button twice. The insulin pump had random unexplained no delivery alarm and diminished battery life and motor sound labored. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.